Event description:
It was reported that device entrapment occurred. The target lesion was located in the mildly calcified and moderately tortuous right coronary artery. The opticross 6 hd imaging catheter was advanced over a non-boston scientific wire for ultrasound examination of a previously placed stent. When the physician tried pulling back on the catheter, resistance was noted and the wire was coming back with the catheter. The decision was made to remove both devices together. Once outside the body, it was noted that the wire had been damaged and fractured. The procedure was completed with different devices. There were no patient complications.